Event description:
In 1990 rptr began to have problems with weakness in right arm. After numerous testing and a planned rib resection because of diagnosis of pinched veins, the thoracic surgeon showed x-rays to neurologist and cancelled rib resection. Neurosurgeon noted bone spurs on neck that might be rubbing spinal cord so surgery was done to remove bone spurs from 4th and 5th vertebra. Problem was resolved for about 8 years. Through this time rptr has had an almost uncontrollable weight gain. Rptr believes implants have caused these problems. Rptr went to surgeon for removal of implants but decided not to have surgery because dr was only going to "remove gel" and not any scar tissue which was contrary to what rptr had heard was customary. The implants are hard. Rptr again is having weakness in both arms and when rptr holds the implants up there is relief of back discomfort. Rptr also has achiness of bones all over her body that disappears and reappears periodically. Rptr is planning to contact md about removal.